Event description:
Physician reported left side double capsule, and capsular contracture baker grade IV. Ultrasound has been performed. Device has been explanted and replaced.

Manufacturer narrative:
F2203 imaging required, f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: visual analysis of the photographs identified: red encapsulation. Device analysis performed through photographs. Due to the impossibility to perform a further analysis, it is not possible to determine the cause of the event. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade IV.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles observed on the surface of the shell. Deformation device observed. Wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted

Event description:
Physician reported left side "double capsule," and "capsular contracture - baker grade IV." Ultrasound has been performed. Device has been explanted and replaced.